Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery using the preclose technique via a 6fr sheath prior to an ablation procedure. Reportedly, when the body of the device was removed, the suture and knot were exposed together. Two additional proglide devices were used for successful suture placement using the preclose technique. The procedure was completed and hemostasis was achieved using the successfully pre-placed sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.